Event description:
Pt reported the plastic delivery apparatus is jammed and they can't get it open. No additional information available. Unknown if md aware. Unknown if missed dose. Unknown if adverse event. Unknown if has defective device on hand. Indication: chronic obstructive pulmonary disease, unspecified. Product lot and expiration date are unknown.